Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department one week post-implant. Complete loss of capture (loc) was observed, and lead dislodgement was confirmed under fluoroscopy. The patient was taken into the catheterization laboratory for a lead revision. After many attempts, the physician was unable to obtain acceptable measurements so the lead was explanted and replaced. Helix issues were noted on the explanted lead. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.